Event description:
Ous MDR - vf was detected by home monitoring. The patient came for a follow-up and 49 charges were recorded, but all ended before therapy was delivered. Noise could be reproduces on this lead. An x-ray was taking and it did look like the lead was damaged "was thinner". The lead was explanted, but during explant the stylet couldn't go past the area where the previously mentioned damage was. The setscrew could be retracted, but the lead stuck around the svc, so the lead was cut. The distal part was explanted with a snare catheter. All parts were returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into four fragments which were returned and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular approx. 32.5 cm distal to the df4 connector pin the lead body was found squeezed and deformed. The lumen structure of the lead was completely damaged in this area. Additionally in this region the coating of the conductor cables to the ring electrode and to the rv shock coil were found damaged. These findings can be considered as the root cause of noise which led to charging as reported in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ' first rib entrapment. During further analysis the shock coil demonstrated severe deformations which most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.